Manufacturer narrative:
Section h6: method code 86 (other) - device history record reviews performed for both mitral valves. Results code 100(other) - device history record reviews confirmed both devices met all material, dimensional, and performance requirements for a size 27 and a size 29 mitral hv at the time of MFR and release.

Event description:
The MFR has become aware that during surgery a size 27 mitral valve was replaced with a size 29 mitral valve when the leaflets of the first valve were found immobile. A second mechanical valve, size 29, also was found with immobile leaflets and was replaced with a bioprosthesis. The pt was last reported to be doing well.